Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was fired three or four times and was difficult to fire. The device stopped firing after the fourth clip was delivered and the three clips before that were coming out at an angle. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(6). Additional information: which firing of the device did this event occur on? Three or four. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torque or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing the device two clips with gap were fed and one conforming clip was fed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found in the internal components. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.